Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had esc and act buttons are harder to press. The customer¿s blood glucose level was unknown. Customer stated the insulin pump had reject new batteries every now, given random no delivery alarms. The insulin pump will not be returned for analysis.